Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a fentanyl pump appeared to continue to infuse even when air in the line was detected. The alarm, air in the line, was noted. By the time the fentanyl bag was changed, the tubing was filled with air almost all the way to the hub connecting it to the primary intravenous tubing. A few more minutes of being delayed would have meant that the patient would have received air via the intravenous tubing via a central venous catheter into the internal jugular. There was no patient injury reported.